Event description:
A literature article from the acta academiae medicine zunyi, reported that following intraocular lens (iol) suspension implantation that two patients experienced an eversion of the iol loop which was exposed outside the iris. The event resolved with rest and topical treatment. Five eyes, three days following surgery, had intraocular pressures (iop) of less than 8 mmhg, which returned to normal one week later, and were normal in all patients during the last follow-up. Two eyes had postoperative iol dislocation and an anterior vitrectomy was performed. The objective of the study presented in this article was to summarize the surgical experience of the 23-gauge vitrectomy with iol suspension in treatment of lens dislocation. Twelve patients with total lens dislocation (15 eyes) underwent 23-gauge minimally invasive transconjunctival sutureless vitrectomy with iol suspension, preoperative and postoperative best corrected visual acuity were compared and observed, and postoperative complications were observed.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No enough information was provided from the account for further investigation. Hong, l, experience of 23-gauge vitrectomy with iol suspension in treatment of lens dislocation; acta academiae medicine zunyi, apr 2013/vol 36/no2. Additional information has been requested. The translated article was received on 02/13/2014. (B)(4).